Manufacturer narrative:
D1 (brand name) has been updated. D3 (manufacturer fax) has been added. H3 (device evaluated by manufacturer?) Has been updated. Peri-procedural adverse event/ aortic valve insufficiency/ regurgitation: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B3: corrected date of event. D9: updated devices return status. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
A2, a3, and a4 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted via the left femoral artery in a patient presenting in heart failure and cardiogenic shock (cgs), with severe mitral regurgitation (mr), on an intra-aortic balloon pump (iabp), and ventilated for respiratory support, prior to initiation of support. After the patient was transferred to the intensive care unit (ICU), it was noted that the patient had aortic regurgitation (ar). The impella was repositioned under ultrasound, but there was no improvement. The device was removed. It was noted that there was no ar at the time of removal. A new impella cp was inserted. The post-procedure outcome of the first impella cp is survived at explant. Aortic regurgitation is associated with impella cp placement. While impella devices are used to treat cardiogenic shock, they can cause or exacerbate ar, particularly if the device is not positioned correctly or if the patient has underlying aortic valve issues.